Event description:
It was reported that during a pci procedure, a stent dislodgement occured. The 90% stenosed lesions were located in the calcified, very tortuous proximal and distal right coronary artery (rca). The lesion in the proximal rca was initially treated with rotational atherectomy, and the distal rca lesion was dilated using a maverick2 2.0x15 balloon catheter. The liberte bms was unable to cross between the proximal to mid rca. The physician exchanged the guide wire from a floppy to extra support, but the stent delivery system (sds) was not able to cross the proximal rca. The physician withdrew the sds thru the guide catheter. When the sds was removed from the patient, it was noted that the stent was not on the delivery system. The stent was found between the mid to distal rca and was retrieved with a snare. There were no reported patient complications. Patient status listed as "good".